Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 30-jan-2023 investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.16in. Insyte autoguard bc pro from lot number 2280024. A visual inspection and functional test revealed nothing remarkable. The needle retracted successfully when the safety mechanism was activated. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc shielded IV catheter did not retract when the button was pressed. The following information was provided by the initial reporter: "when I push the button the needle does not retract."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc shielded IV catheter did not retract when the button was pressed. The following information was provided by the initial reporter: "when I push the button the needle does not retract."